Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator generated an error where the oxygen level was reading higher than set value. The ventilator was not on a patient at the time of the event.